Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, such as the cause of death and specific product information (UDI), but further information was unable to be obtained.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The pfa procedure was concomitant with a watchman left atrial appendage implant. A small effusion was identified prior to the procedure and didn't change throughout. The procedure went smoothly, and no complications were noted at that time or during the limited pre-discharge echo. The patient was discharged as expected for the procedure. The following morning the patient was found deceased in their home. The cause of death is not yet known. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.